Event description:
Affiliate reported that the device was revised since fluid did not flow through the device.

Manufacturer narrative:
Upon completion of the investigation it was noted that biological debris appears to be root cause for the problem reported by the customer. Due to the amount of debris seen flow was not possible. Other than the flow test it was not possible to test the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.